Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The trigger was found in used condition and the delivery system was found detached from the grip at the proximal end which prevented successful deployment using the trigger method. The investigation is confirmed for detachment. Based on the investigation of the returned delivery system it was confirmed that the user could only partially deploy the stent.during evaluation the system was found detached from the grip at the proximal end. Reportedly, great resistance was felt; a difficult patient anatomy or a challenging placement site may lead to increased friction during deployment, and subsequent detachment. Exertion of high torque during system flushing, or damage caused by shipping or preparation may lead to damage and subsequent detachment upon use. In this case, the lesion was pre-dilated, and the system was flushed.based on the information available a definite root cause for the reported event could not be determined. Labeling review: instructions for use in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential risks. Regarding potential damages the instructions for use states: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment', and 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit.' H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx biliary stent products that are cleared in the us. The pro code and 510k number for the e-luminexx biliary stent products is identified in d2 and g5. H10: d4 (expiry date: 12/2021), g3 h11: b3, h6 (result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Event description:
It was reported that during stent placement procedure in the biliary tract, the stent allegedly partially deployed while great resistance was felt. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the e-luminexx biliary stent products that are cleared in the us. The pro code and 510k number for the e-luminexx biliary stent products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2021).

Event description:
It was reported that during stent placement procedure in the biliary tract, the stent allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.